Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues.

Event description:
The customer reported that she had experienced high bg levels "all day" while wearing the pod; her bg's were in the 300mg/dl range and went as high as 499mg/dl. She reported that the "cannula was kinked and slightly twisted," though no pod alarm had been initiated. The pod will not be returned for evaluation.